Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. A conclusive cause for the reported back wall stitch could not be determined. The reported patient effect of occlusion is a known inherent risk of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other perclose proglide device is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the calcified right common femoral artery was achieved with two proglide devices using the pre-close technique via a 16f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the 16f sheath remained and the tavi procedure was completed. After closure with the proglide devices, the femoral artery was completely occluded as one of the sutures captured calcification when deployed. The sutures of both proglide devices may have captured calcification; however, this could not be confirmed. Balloon dilatation and stent implantation were performed to restore blood flow. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.